Event description:
A dural puncture occurred during a trial implant procedure for an evoke spinal cord stimulation (scs) system. The patient developed a spinal headache post procedure. A blood patch procedure was performed to resolve the reported event.